Event description:
At an unknown time, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. At some point post operatively, a proximal type I endoleak was discovered. A second endovascular procedure was initiated in 2006 using an aortic extender component to successfully repair the endoleak as demonstrated by the final angiogram. The patient tolerated the procedure.